Manufacturer narrative:
No problem/adverse consequence to the patient was reported. Difficult advancement is not addressed in the provided IFU. Event is still under investigation.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patient's anatomical form was suitable for aaa repair although the right common iliac artery was severely tortuous. It was noted the contralateral limb was a little bit twisted when the limb was deployed. The physician attempted to insert the contralateral iliac leg, however, the delivery system would not advance into the contralateral limb. Under fluoroscopic control, it seemed the inner cavity of the contralateral limb was squashed due to some kind of reason and the delivery system was not advanced into it. A pta balloon was used to dilate the inner cavity of the contralateral limb, but it was invalid. The physician converted to femoral-to-femoral bypass surgery with using the converter graft and the occluder graft. The patient's condition after the procedure was fine.